Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error during the rewind process. The blood glucose reading was 97 mg/dl. No significant events leading to the alarm were noted. The customer stated that the customer was on manual injections since the night prior to the call. Advised discontinuation of the insulin pump. Nothing further reported.